Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue had occurred during planned /non-emergency coronary treatment. The procedure was aborted and completed by moving the patient to another room. The philips remote service engineer (rse) connected with the customer and confirmed that the table operations became impossible during the procedure. A review of the system logfile confirmed the reported problem. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that there was a communication error in the unit that controls the longitudinal movement of the table. The fse determined that the issue occurred as the communication cuts by atem at time that the phenomenon had occurred. To resolve the issue, fse replaced the unit that controls the longitudinal direction amc ecat drive dpph01 and software was downloaded and adjusted. After replacement and necessary adjustments, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.